Event description:
A customer reported occlusion problems. The timing of the event and patient impact are unclear. Additional information has been requested but none has been provided.

Manufacturer narrative:
The company representative examined the system and checked two of the customer's phaco handpieces. The company representative could not duplicate the customer reported occlusion problem. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The system's event log was downloaded for review. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).